Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was dislodged. The patient was suspected of having twiddlers syndrome. The lead was explanted and replaced. The patient was stable during and post procedure.